Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a sudden increase on the shock and pacing impedances in the right ventricular (rv), right atrial (ra) and the left ventricular (lv) leads. Technical services (ts) recommended to bring the patient into the clinic for troubleshooting. This crt-d system remains in service. No adverse patient effects were reported.